Event description:
Procedure type: lap cholecystectomy. According to the reporter: the tip of the trocar broke off as the surgeon was inserting through the abdominal wall while performing a lap cholecystectomy. The blue fragment of plastic that detached itself from the tip was recovered from the pt's abdominal wall by the surgeon. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).